Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 62 mg/dl and juice was consumed to address the bg level. The customer was working outside when the bg dropped and was the cause of the low bg. The customer forgot how to set the temporary basal rate for the situations when work is being done outside. Tandem technical support instructed the customer how to set the temporary basal rate. The customer understood the instructions.